Manufacturer narrative:
Date of event - estimated based on the aware date of 15jul2021.

Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted; however, the device was more proximal than ideal. At the 45-day follow-up, the watchman device had migrated more proximal and was not completely seated in the true ostium of the appendage. The patient was not harmed nor injured during or since the procedure. No additional information is known at this time.

Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted; however, the device was more proximal than ideal. At the 45-day follow-up, the watchman device had migrated more proximal and was not completely seated in the true ostium of the appendage. The patient was not harmed nor injured during or since the procedure. No additional information is known at this time. It was further reported that device was a 20mm watchman flx laa closure device. The device appeared to have migrated more proximal not because of a device failure, but because of the extremely small size of the appendage it was deployed in.

Manufacturer narrative:
B3: date of event - 15jul2021 is an estimated date. D1: brand name: corrected from watchman laa closure device & delivery system to watchman flx laa closure device & delivery system.